Event description:
Customer reports back to back testing on the same meter using the aviva system with results of 300mg/dl, 98mg/dl and 104mg/dl and 148mg/dl. No controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.